Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product code: ocw; common device name: endoscopic tissue approximation device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during bariatric laparoscopic procedure, the device did not work properly. The thread fell into patient cavity. The device was difficult to toggle and load. Used another device in order to complete the case. No injury to patient, patient status; alive - no injury.

Manufacturer narrative:
Product analysis:post market vigilance (pmv) received one device opened by the account with the appropriate packaging in an undamaged condition. The visual inspection of the returned product noted: witness marks from the needle tip impacting the beveled wall were observed. No shearing of the toggle switches was observed for the devices under microscopic inspection. Pmv performed functional testing on device. Device was loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. Device was found to not function properly as needle disengaged while being toggled in media and being toggle outside of media. No difficulty was experienced in loading and unloading the needle in the tested device. Difficulty was experienced in toggling the needle in the device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.